Event description:
Boston scientific crm received information that the left ventricular (lv) lead was explanted due to dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned. If this lead should be returned, analysis would not be required as this clinical observation cannot be replicated in analysis. There is no further information available at this time.